Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reporter was unable to connect to the injection site of a catheter extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation connected to an interlink compatible cannula. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Slit center testing was performed with no issues noted. The device was found to meet specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.